Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high" (specific bg value was not provided). Customer administered a correction bolus of insulin to address high bg. Reportedly, the customer alleged a smell of insulin from the cartridge. System check was performed by tandem technical support and the pump is functioning as intended.